Event description:
When my (B)(6) year-old daughter told me about her second night's most horrified experience of using the malem bedwetting alarm; I was stunned. It gave her a big shock when she wet the bed. It was like a strong electrical shock. She was shivering and frightened when she loudly called me in the night. I had to check on her and tried to make her calm and rubbed cream on the big red patch. Right in the morning I had to show her to the dr who was also surprised to know how it happened. I am very upset that this alarm is so unsafe and dangerous. She is scared and so am I. FDA safety report ID# (B)(4).